Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin is squirting out. Customer's sister is helping her brother rewind process. The rewind message appeared after the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to verify the prime alarm due to motor error alarm. The insulin pump received with minor scratches on display window, broken battery tube threads and cracked reservoir tube lip.